Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient alleged visualization of particles. The device was returned to manufacturer's service center for further evaluation. The manufacturer visually inspected the external part of the device and found visible foam desegregation. The manufacturer visually inspected the device internally and found visible foam desegregation. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam desegregation. Section h6 were updated in this report. Section b7 was corrected by capturing the relevant medical history which was incorrect in initial report.